Manufacturer narrative:
(B)(6). This report is for an unknown radial stem/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that right radial head prosthesis hardware removal was performed on (B)(6) 2015. The original surgery date was (B)(6) 2015. It was confirmed that is unknown why the hardware was being removed. The surgeon believed there might have been an infection. Cultures were sent. It is unknown whether patient was revised with anything else. The radial head and radial stem were removed and in the possession of the hospital. The part is not available for return. There was no delay and procedure was completed without incident. Patient was fine. There is no further information available. This report is for an unknown radial stem. This is report 2 of 2 for (B)(4).